Event description:
During insertion of two expansion head screws into a cslp gold plate for an acdf at c6-c7, the two screws would not fit through the plate. Surgeon removed the cslp gold plate and used a cslp variable angle plate which was implanted without issue. The same two expansion head screws that would not fit through the clp gold plate were implanted into the cslp variable angle plate without issue. All screws seated correctly and the surgeon completed the procedure with no further problem. This is the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.